Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer sent this unit to a covidien service center as a back to stock unit. Upon triage a service tech found the unit has a damaged power cord and the internal copper wires are exposed.